Manufacturer narrative:
The device was received undeployed. The download data extracted from the device indicates that the first prime ended at pulse 38 and the device was deactivated at pulse 49. The device did not run enough pulses prior to deactivation to deploy the device. A drive stall was observed in the beginning of the download data. The device was reset, connected to a pdm and reran. No timeouts or rotational sensor errors were present in the reset data, although pulse width was higher than expected. During inspection of the internal components, crystalized insulin was noted on the outer (dry) side of the plunger. Leak test was performed and test fluid was observed leaking through one spot where the o-ring was insufficiently adhering to the reservoir wall. Further inspection of the internal components revealed discoloration of the commutator cap, damaged mechanism rail and contamination of the reservoir wall. Device failed due to brass shavings between the tube nut and the lead screw. This conclusion is supported by the drive stall and timeouts in the initial data download, by the higher pulse width in the rerun data and the observed resistance when manually manipulating the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn on the abdomen for less than an hour. No adverse patient impact was reported.